Manufacturer narrative:
Result: side rail.

Event description:
It was reported by service report that the head right siderail was unable to lock in the upright position due to a damaged timing link

Event description:
It was reported by service report that the head right siderail would not lock.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the siderail was unable to lock in the upright position due to a damaged timing link.